Manufacturer narrative:
(B)(4).

Event description:
The patient reported that about two weeks after implant they noticed that their device did not work. The temporary device worked fine but the permanent one didn't work. The patient had their device removed and wanted to know what to do with the external equipment. The patient was indicated for spinal pain. If additional information is received, a follow up report will be sent.